Event description:
It was reported the physician made three attempts to release the stent but it would not deploy due to the "tensility" felt. The physician made a final attempt to release the stent and it was reported the shaft became broken. The stent was able to be released and the patient is reported to be fine. No further details regarding this event have been disclosed.

Manufacturer narrative:
Device tip broken.